Event description:
During an acl surgery the passing pin broke off in the patient. One of the surgical staff members stated that there was a delay of 20 to 30 minutes for an x-ray. Once the piece was located an additional incision was necessary to retrieve the broken piece from the patient. No patient injury was reported due to this event.